Event description:
It was reported that, at the last refill about a week and a half ago, the pump was found to have flipped. The exact date was unknown. The patient had a pump pocket revision due to the flipped pump. All four suture loops were sutured, but one suture broke. The physician re-sutured all four suture loops with 0 ethibond and 0 nurolon. The patient did not have any adverse events, and nothing was explanted. The device system was used to deliver morphine and bupivacaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, lot# serial# (B)(4), implanted: (B)(6) 2010, explanted: product type catheter. (B)(4).